Manufacturer narrative:
No root cause could be established. Based on the available information, a causal relationship between the coopervision device and the incident has not been confirmed; however, the device cannot be definitively excluded as a potential causal or contributory factor. Should further information become available, a follow-up report will be submitted as appropriate. This incident involves both the right and left eye, and the patient wears a different device in each eye. Please refer to the linked manufacturer report 9614392-2026-00007 for the associated right eye (od) incident report.

Event description:
This incident was reported to the manufacturer by the patient. The patient reported experiencing unspecified eye infections in both eyes (ou) on four separate occasions. Good faith efforts have been made to obtain additional information without success. As of the date of this report additional information is unknown. This event is being reported out of an abundance of caution due to insufficient information, including the type, severity, and treatment of the alleged infections, combined with the potential for serious or permanent injury, or the possibility that medical or medication intervention may be necessary to prevent such occurrence, in some types of ocular or corneal infection events. Should further information become available, a follow up report will be submitted as appropriate this incident involves both the right and left eye, and the patient wears a different device in each eye. Please refer to the linked manufacturer report 9614392-2026-00007 for the associated right eye (od) incident report.